Event description:
A user facility nurse reported a patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. The patient was hospitalized at the time of the event. It was reported the patient expired on (B)(6) 2022 due to a cardiac arrest while connected to a liberty select cycler in the hospital. There was no specific allegation the event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Additional information regarding the patient and the event was requested, however, not provided by the facility.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of the patient¿s death can be attributed to a cardiac arrest as reported by a medical professional; however, there was no confirmation whether this event was related to pd therapy or the use of the liberty select cycler. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Increased risk of mortality in the esrd population is mostly attributed to cardiovascular disease and sudden cardiac events. In the absence of a confirmed root cause of the patient¿s cardiac arrest, the liberty select cycler cannot be excluded as a potential root source or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. Should additional information become available, the file will be reassessed and updated accordingly.

Event description:
A user facility nurse reported a patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. The patient was hospitalized at the time of the event. It was reported the patient expired on 2022-03-23 due to a cardiac arrest while connected to a liberty select cycler in the hospital. There was no specific allegation the event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Additional information regarding the patient and the event was requested, however, not provided by the facility.

Manufacturer narrative:
Additional information: d.9, h.6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was evidence of dried fluid present within the cassette compartment on the top cover and on the pump molded clamp. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. The cycler underwent a catch-post hipot test, patient hipot test, and current leakage test. The tests were completed without any identified failures. An as-received 10000ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, patient pressure sensor calibration check and a voltage calibration test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.